Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient experienced pre-syncopal symptoms and was admitted to the hospital. The patient also experienced ventricular tachycardia due to low sodium at that time. Upon interrogation, lead noise was observed on the stored egm. The right ventricular lead was suggested to be replaced. The device was reprogrammed to adjust the high voltage therapy in order to reduce the chance for inappropriate hv therapy. The patient was doing fine and will be transferred to another hospital for lead extraction. No further information is available at this time.